Manufacturer narrative:
The device was not returned to olympus for evaluation. The cause of the reported event cannot be determined at this time; however, the most likely cause for the reported event is likely due to an internal anomaly with the device components. The instruction manual warns users ¿it is recommended that you perform basic testing before using the electrosurgical generator.¿

Event description:
Olympus was informed that during a therapeutic hernia procedure, the ultrasonic generator displayed several error messages and shut off three times. One error message caused the generator to auto restart. The generator was replaced and the intended procedure was completed. There was no patient injury reported.